Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with high hv lead impedance in the rv tip to rv coil vector. The lead has been trending high for the lifetime of the lead. Patient had a generator change in 2015 and was replaced with a competitor device. The patient will continue to be monitored.